Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI is not known as the part and lot number were not provided.

Event description:
It was reported that the procedure was to treat the mid left anterior descending (lad) coronary artery with calcification, mild tortuosity and 90% stenosis. The balance middleweight guide wire was used with unspecified balloons that had difficulty being advanced over the wire. During removal there was resistance and the wire separated at the welding joint. The balloon and wire were removed as a single unit. A non-abbott wire was used to complete the procedure. There were no adverse patient effects and there was a delay in the procedure; however, there was no harm to the patient. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported difficult to advance, difficult to remove and the reported material separation were able to be confirmed. A preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. Additionally, a production record review and a review of the complaint handling database was not performed because the part and lot number was not reported. As there was no damage noted to the device during the inspection prior to use, it is possible that a coagulation of blood and/or contrast on the guide wire resulted in the reported/noted difficult to advance and the reported/noted difficult to remove; however, this cannot be confirmed. The investigation determined a conclusive cause for the reported/noted difficult to advance and the reported/noted difficult to remove cannot be determined. Manipulation of the compromised device resulted in the noted bunched polymer coating (likely contributing to the reported difficulties), the noted bent distal core and ultimately resulted in the reported/noted material separation. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.